Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the reported event. The treatment for the peritonitis included injection fortum (1 gram, frequency and route not reported) and injection reflin (1 gram, night bag, intraperitoneally). The outcome of the peritonitis was unknown. Pd therapy was ongoing. No additional information is available.